Event description:
Complainant is receiving intravenous chemotherapy treatment at home. Rec'd fluorouracil delivery from a home care agency on 5/7/98. During regular visit to hosp on 5/11/98, nurse noticed that product was cloudy instead of clear, drug disconnected at hosp. Complainant wants to know if they may have been injured with drug. Complainant/injury follow-up: investigator spoke with dir of pharmacy, and pharmacist for home care agency. Firm stated that drug was interacting with baxa brand bag forming cloudiness. Firm has known about problem for 4-6 weeks. Firm stated that drug was placed in wrong IV bag. Warnings had been issued internally against using baxa bag with drug, durg was filled on 5/11/98 despite precautions and shipped to complainant. Complainant has retained sample. Investigator observed cloudiness. Spoke with rep of baxa quality control on 5/14/98 1-800-525-9567. He stated that the firm is investigating the complaint. Not sure who mfrs the bag. Possible interaction with molding agent at MFR. On 5/15/98, investigator visited home care agency and spoke with pharmacist. He stated that on 4/10/98, agency became aware of an interaction between the fluorouracil and a vital-mix brand bag mfg by pdi med products of san diego, ca. The firm tried a second MFR of the drug and got the same results. The firm tried another bag from another MFR, clinitec, and had no problems. Pharmacist reports that the pdi bags were returned on 4/10. Pharmacist provided investigator with a copy of the medwatch form filed on 4/10. An internal memo was generated by pharmacist to use only clinitec bags with the drug. Despite this precaution, the prescription was filled on 5/11, using the baxa bag. Pharmacist additionally provided investigator with labeling for the vital mix bag, baxa bag, and package insert for the baxa bag. Pharmacist stated that his initial investigation shows that pdi of san diego is the MFR of both products. The complainant's prescription was filled in a baxa brand bag, lot number 980440. The labeling on the bag states that it was mfg for baxa. Investigator verified the lot number, labeling, and cloudy condition of the prescription. The complainant has retained the sample. On 5/15/98, investigator rec'd a call from rep of baxa, qa. Investigator provided him with the lot number from the complainant's prescription. He stated that baxa was willing to conduct the analysis of the prescription. On 5/19/98, investigator was given a copy of the shipping invoice from baxa.